Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two appropriate treatments. The device was started up at 19:04:58 on (B)(6) 2025. At 12:51:11 on (B)(6) 2025, an arrhythmia was detected. ECG shows vf with motion artifact at 12:52:39, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vt @ 100 bpm. At 12:53:15, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. The electrode belt was disconnected at 12:57:57 on (B)(6) 2025.